Manufacturer narrative:
This report is filed on august 17, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, august 17, 2016.

Manufacturer narrative:
The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery. This report is submitted on march 31, 2020.

Manufacturer narrative:
This report is submitted on 18 june 2020.